Event description:
It was reported that the pacer-dependent patient presented in clinic for routine follow-up. It was noted that premature early replacement indicator was observed on the pulse generator, the patient¿s condition was good. On (B)(6) 2017 the device was explanted and replaced. No further information was reported.